Event description:
Terminal cf (cystic fibrosis) patient was on a ventilator. The air was humidified by a fisher paykel humidifier chamber. The nurse changed out the circuit at 9:30pm. Around 10:00 pm, the nurse found the patient with low oxygen saturation levels of 40%. The nurse disconnected the patient from the ventilator and bagged the patient. The humidifier chamber had filled up with water and the tubing to the patient also had filled with water. The water bag (900 ml) was completely empty, even though it had been hung less than a half hour later. The humidifier is not supposed to fill with water. The patient was not harmed other than for temporary oxygen desaturation.